Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5174345.

Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. The patient was doing well postoperatively. The explanted leads were not returned.